Manufacturer narrative:
.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
During preventive maintenance, the field service engineer reported a ventilator with a dead backup battery. No patient involvement.